Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a button on the keypad of the ventilator failed to respond. The device's front panel keypad led board was replaced to address the issue.